Event description:
On 4/dec/2024, it was reported that this patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In additional follow-up, the patient¿s pd nurse stated that the patient had pre-existing comorbid conditions of end stage renal disease (esrd), atherosclerotic heart disease with previous myocardial infarction (unrelated to dialysis), hyperlipidemia, diabetes mellitus and ulcerative colitis. Additionally, the nurse reported that the patient was immobile and in poor health receiving dialysis treatment in a nursing home. Per the nurse, the patient also had an indwelling foley catheter and that the patient had symptoms of a urinary tract infection since (B)(6) 2024. However, it was reported that the patient was not on antibiotic therapy. The pd nurse stated that on (B)(6) 2024 the patient began pd treatment with the fresenius cycler (serial number (B)(6) without any issues in the nursing home. At approximately 5:30am (on (B)(6) 2024), the patient was alive receiving her dialysis observed on morning nursing check. Subsequently, at approximately 8:30 am, the patient was found unresponsive. The nurse stated the patient was in the last drain of pd treatment and it is unknown if the treatment was completed. The patient received cardiopulmonary resuscitation (CPR). However, CPR was not successful, and the patient was pronounced deceased in the nursing home (not brought to the hospital). The nurse reports that the cause of death has not been firmly established. The patient¿s esrd death form is not available. However, the nurse indicated that it is suspected the patient may have been septic due to concurrent urinary tract infection with the indwelling foley catheter. The nurse confirmed there were no issues with pd treatment or product in relation to the death. The cycler is in the pd clinic pending return to manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death. The patient had a medical history that included pre-existing esrd, atherosclerotic heart disease with previous myocardial infarction (unrelated to dialysis), hyperlipidemia, diabetes mellitus and ulcerative colitis. Additionally, the patient was immobile with an indwelling urinary catheter with possible concurrent urinary tract infection (symptoms developed approximately 4 days prior to death) and no reported antibiotic therapy. Based on the reported information, the patient¿s cause of death cannot be determined and the esrd death certificate was not available. However, there is no allegation that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. The fresenius cycler is pending return to manufacturer. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient¿s pre-existing comorbid conditions with possible concomitant urinary tract infection are important potential contributing factors to be considered in the patient¿s death.

Manufacturer narrative:
Additional information: b7.

Event description:
On 4/dec/2024, it was reported that this patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In additional follow-up, the patient¿s pd nurse stated that the patient had pre-existing comorbid conditions of end stage renal disease (esrd), atherosclerotic heart disease with previous myocardial infarction (unrelated to dialysis), hyperlipidemia, diabetes mellitus and ulcerative colitis. Additionally, the nurse reported that the patient was immobile and in poor health receiving dialysis treatment in a nursing home. Per the nurse, the patient also had an indwelling foley catheter and that the patient had symptoms of a urinary tract infection since (B)(6) 2024. However, it was reported that the patient was not on antibiotic therapy. The pd nurse stated that on (B)(6) 2024 the patient began pd treatment with the fresenius cycler (serial number (B)(6)) without any issues in the nursing home. At approximately 5:30am (on (B)(6) 2024), the patient was alive receiving her dialysis observed on morning nursing check. Subsequently, at approximately 8:30 am, the patient was found unresponsive. The nurse stated the patient was in the last drain of pd treatment and it is unknown if the treatment was completed. The patient received cardiopulmonary resuscitation (CPR). However, CPR was not successful, and the patient was pronounced deceased in the nursing home (not brought to the hospital). The nurse reports that the cause of death has not been firmly established. The patient¿s esrd death form is not available. However, the nurse indicated that it is suspected the patient may have been septic due to concurrent urinary tract infection with the indwelling foley catheter. The nurse confirmed there were no issues with pd treatment or product in relation to the death. The cycler is in the pd clinic pending return to manufacturer.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In additional follow-up, the patient¿s pd nurse stated that the patient had pre-existing comorbid conditions of end stage renal disease (esrd), atherosclerotic heart disease with previous myocardial infarction (unrelated to dialysis), hyperlipidemia, diabetes mellitus and ulcerative colitis. Additionally, the nurse reported that the patient was immobile and in poor health receiving dialysis treatment in a nursing home. Per the nurse, the patient also had an indwelling foley catheter and that the patient had symptoms of a urinary tract infection since (B)(6) 2024. However, it was reported that the patient was not on antibiotic therapy. The pd nurse stated that on (B)(6) 2024 the patient began pd treatment with the fresenius cycler (serial number (B)(6)) without any issues in the nursing home. At approximately 5:30am (on (B)(6) 2024), the patient was alive receiving her dialysis observed on morning nursing check. Subsequently, at approximately 8:30 am, the patient was found unresponsive. The nurse stated the patient was in the last drain of pd treatment and it is unknown if the treatment was completed. The patient received cardiopulmonary resuscitation (CPR). However, CPR was not successful, and the patient was pronounced deceased in the nursing home (not brought to the hospital). The nurse reports that the cause of death has not been firmly established. The patient¿s esrd death form is not available. However, the nurse indicated that it is suspected the patient may have been septic due to concurrent urinary tract infection with the indwelling foley catheter. The nurse confirmed there were no issues with pd treatment or product in relation to the death. The cycler is in the pd clinic pending return to manufacturer.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.